Event description:
It was reported that a shock was delivered at the time of implantation. There should therefore be no alert generated for the remote monitoring. However, the center called the patient to ask about a shock which was not expected for patient. An explanation is required.

Event description:
It was reported that a shock was delivered at the time of implantation. There should therefore be no alert generated for the remote monitoring. However, the center called the patient to ask about a shock which was not expected for patient. An explanation is required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis showed that the alert history was never reset by a device interrogation after implantation.

Event description:
It was reported that a shock was delivered at the time of implantation. There should therefore be no alert generated for the remote monitoring. However, the center called the patient to ask about a shock which was not expected for patient. An explanation is required.